Event description:
During routine testing, with the unit sitting on a metal crash cart and while using a defibrillator tested on close proximity to, the monitor allegedly locked up and displayed a service message when the defibrillator energy was discharged into the tester. Based on a recommendation from co the technician then moved the unit under test to his work bench and the tester away from the unit and repeated the test. The alleged malfunction could not be duplicated.